Manufacturer narrative:
The company rep examined the sys and was unable to duplicate the customer reported problem. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for (B)(4) did not indicate any add'l similar reports for this sys. The root cause is unk. (B)(4).

Event description:
A customer reported that the unit had no suction/vacuum during a phacoemulsification procedure. Add'l info received from a nurse indicated the cataract was dense and could only be removed during sculpt mode after the handpiece and cassette were exchanged. There was no harm to the pt. The procedure was prolonged due to the event. Add'l info has been requested.